Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. The device administered multiple anti-tachycardia pacing (atp) sequences and shocks until therapy was exhausted. Atrial undersensing led to misclassification of the arrhythmia. Technical services (ts) reviewed the event information and suggested reprogramming options. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. The device administered multiple anti-tachycardia pacing (atp) sequences and shocks until therapy was exhausted. Atrial undersensing led to misclassification of the arrhythmia. Technical services (ts) reviewed the event information and suggested reprogramming options. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6 device codes.